Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 1 bd vacutainer® sst¿ ii advance plus blood collection tube had foreign matter in the gel, 2 tubes had "dirty" shields, and 2 tubes had "black spots" in them. All defects were found before use in lot# 9095590. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x1. Dirty shield x2. Black spots in tube x2".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sst¿ ii advance plus blood collection tube had foreign matter in the gel, 2 tubes had "dirty" shields, and 2 tubes had "black spots" in them. All defects were found before use in lot# 9095590. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x1, dirty shield x2, black spots in tube x2."